Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) came out together with the device when it was retracted. Hemostasis failed and manual compression was applied for approximately 15 minutes. There was no reported patient injury. The device was used in a diagnostic procedure. There was no difficulty connecting the 5f non-cordis vascular sheath introducer with the exoseal vascular closure device (vcd). The deployment button was fully depressed and flushed against the handle. The exoseal vascular closure device (vcd) and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. The plug fell out of the exoseal vascular closure device (vcd) shaft upon removal from the patient. The device was stored, prepared, and used according to the instructions for use. There were no visible signs of device or package damage prior to use. The physician was certified in the use of the device and had used the device several times prior to this procedure. A retrograde approach was used. The femoral artery suitability was verified by angiography, including the insertion angle of the vascular sheath introducer. Severe calcium was present at the puncture site. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site had not been previously closed with any closure device. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The device was returned for evaluation.

Manufacturer narrative:
As reported, the plug of a 5f exoseal vascular closure device (vcd) came out together with the device when it was retracted. Hemostasis failed and manual compression was applied for approximately 15 minutes. There was no reported patient injury. The device was used in a diagnostic procedure. There was no difficulty connecting the 5f non-cordis vascular sheath introducer with the exoseal vascular closure device (vcd). The deployment button was fully depressed and flushed against the handle. The exoseal vascular closure device (vcd) and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. The plug fell out of the exoseal vascular closure device (vcd) shaft upon removal from the patient. The device was stored, prepared, and used according to the instructions for use. There were no visible signs of device or package damage prior to use. The physician was certified in the use of the device and had used the device several times prior to this procedure. A retrograde approach was used. The femoral artery suitability was verified by angiography, including the insertion angle of the vascular sheath introducer. Severe calcium was present at the puncture site. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site had not been previously closed with any closure device. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. One non-sterile vascular closure device - 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received pressed, while the guard was locked. The plug was deployed, and the indicator wire was found retracted. The unit was already inserted into a non-cordis 5f csi (catheter sheath introducer). Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis presence of dried blood residues along the lumen of the delivery shaft was observed. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the device returned as it was received fully deployed with no anomalies noted in the internal mechanism, and no plug returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿as per the (IFU), approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.